Manufacturer narrative:
Citation: oba y, kumamaru h, hoshide s, et al. Valve-in-valve tavr for degenerated surgical valves in patients with small aortic annuli: a report from a japanese nationwide registry. Circ cardiovasc interv. 2025;18(7):e015087. Doi:10.1161/circinterventions.124.015087 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding valve-in-valve transcatheter aortic valve replacement (viv-tavr) for failed surgical valves in japanese patients. The study population consisted of 405 patients who underwent viv-tavr with either a medtronic evolut r/pro/pro+ valve (n = 256) or a non-medtronic sapien 3 valve (n = 149). The following adverse outcomes were recorded within 30 days of the procedure: coronary obstruction, stroke, prosthesis-patient mismatch, elevated mean pressure gradients, paravalvular leak (moderate to severe), and hospitalization for heart failure. Additionally, two deaths occurred within the 30-day span. However, no evidence was presented to suggest a causal relationship between a medtronic valve and any deaths.